Event description:
The customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 450 mg/dl. The customer was dizzy, weak and vomiting prior to being admitted. Troubleshooting was performed, and all of the programming was incorrect. The daily totals did not match with the basal rate or bolus history. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.